Event description:
Reported false negative sars result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the patient tested positive with another molecular (pcr testing) method and upon retest with a new sample.. The customer was unable to provide further details and clarification.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.